Event description:
It was reported the customer experienced a blood glucose (bg) level of 2.8 mmol/l prompting a visit to the emergency room (ER). In the ER, the customer received water and carbohydrates which successfully resolved the bg. A full pump system check was performed and no issues were found with the pump, cartridge, or infusion set supplies. The customer planned to reach out to their healthcare provider for diabetes management. The customer was released from the ER six hours later with no permanent damage sustained.

Manufacturer narrative:
A log review was completed on 3-february-2026. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. There were no continuous glucose monitor (cgm) values below 54 mg/dl (3.0 mmol/l) and there were no blood glucose (bg) values entered into the pump that were below 54 mg/dl (3.0 mmol/l). The lowest recorded cgm value was 95 mg/dl (5.28 mmol/l). The complaint could not be confirmed.